Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. Based on the results of the investigation, it was medical glue at the distal end of the device, and it was returned to olympus without reprocessing at the user facility. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection . IFU states the preventative measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Event description:
The patient was not under anesthesia and there was no delay as a result of the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bending angle in down direction does not meet the standard value due to wear of angle wire the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the videoscope had had tissue glued to distal end. The issue was found during reprocessing. There were no reports of patient harm.